Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post epicardial lead placement, the patient experienced low blood pressure. It was noted that the atrial lead testing indicated that the right atrial (ra) lead exhibited high thresholds and non capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.